Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4).

Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Abutment fractured in patient's mouth after leaving office. Placed in january. No patient injury.

Event description:
It is unknown when the device was placed.